Event description:
It was reported that the patient underwent a revision procedure due to scarring around the reservoir resulting in the pump unable to deflate with an inflatable penile prosthesis (ipp). The ipp reservoir was explanted and a ipp reservoir was implanted on the contralateral location. The patient recovered following the procedure.